Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 08-may-2024, it was reported that patient faced event of infusion set leaking at site. The blood glucose level was 155 mg/dl at the time of event therefore the patient was treated with manual injection. No further information was available.